Manufacturer narrative:
(B)(4). Device name: 00877702802 2995207 biolox® option, head, m, ø 28/0, taper 12/14ep-200146 511660 act artic e1 hip brg 28x40mm. Report soruce foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01393.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised approximately 15 months post implantation due to fracturing distally of the stem after the patient experienced a fall. During the revision, excessive scuffing was found on the duel mobility bearing. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 0001822565 - 2021 - 02371.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 0001822565 - 2021 - 02371.